Manufacturer narrative:
Follow-up # 1 date of submission 03/13/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 02/27/2015 with the following findings: during investigation, the pump was powered on and the display was found to be dim and discolored. Unrelated to the complaint, the keypad was found to be cut and torn near the down arrow button; no peeling was observed. During testing, the ok keypad button was found to be intermittently unresponsive. The up arrow, down arrow and contrast buttons responded appropriately. The keypad cover was removed and there was evidence of contamination found under all of the button contacts. Also unrelated to the complaint, investigation revealed a crack in the battery compartment.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.